Event description:
It was reported that the patient could not activate the device. The clinical specialist troubleshot the issue and identified that the right lead had an out-of-range failure/high impedance progression over time. The clinical specialist programmed the device to provide unilateral stimulation until the revision surgery could be scheduled. The patient underwent revision surgery to remove and replace the right lead assembly. The right lead was removed intact, and a new lead was placed. There was no report of patient harm or injury. The lead assembly was returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead.

Manufacturer narrative:
Mml reference #: c-(B)(4).